Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement of the lead, the helix was extended but needed to be retracted due to positioning. The helix could not retract fully. The lead was removed and replaced. The helix malfunction subsequently occurred on the replacement lead as well as a third attempted lead. The lead was removed and replaced with a competitor model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.